Manufacturer narrative:
An event of bradycardic, hypoxic, and st elevation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The field not believed that any of the abbott devices caused or contributed to the patient condition, and there was no identified malfunction. Based on information received the cause of the reported incident could not conclusively be determined.

Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman patent foramen ovale occluder (pfo) was chosen for implantation utilizing an 8 french amplatzer torqvue delivery system. The patient was under conscious sedation. Pre-procedure device flushing was performed per instructions for use (IFU) and no device leaks were observed. The occluder was inserted and the left disc was deployed. While the right disc was being deployed the patient reported they "did not feel right". The right disc was deployed and the patient became bradycardic, hypoxic, and had st elevation. Epinephrine was given and oxygen was increased to a non-rebreather at 15 liters. Anesthesia was called in to monitor airway, and cefazolin was discontinued. Arterial access was obtained and a left heart catheter was inserted. No thrombus or air embolism was observed on the angiogram. After 40-45 minutes, the patients heart rate returned to normal and st elevation resolved. The pfo occluder was then released in an optimal position. Patient remained on non rebreather until transferred to the intensive care unit (ICU) for monitoring. Patient was heparinized and within range for the entire procedure. The physician thought the patient had a vasovagal response, but it is unknown what triggered it. The physician does not believe any of the abbott devices caused or contributed to the patient condition, and there was no identified malfunction. The patient was reported to be stable.